Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.25 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. However, when the device was removed, the stent struts got lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.